Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2007 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a 50 ml bd syringe luer-lok¿ tip was "uneven" which could lead to leakage or injury. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh revision in 2011 by implanting surgeon due to dyspareunia. Patient also reported that she experienced pain, infection and bowel dysfunctions post implantation. It was reported that due to mesh erosion, patient underwent mesh excision on (B)(6) 2010 by implanting surgeon.(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.